Event description:
Clear care contact lens solution was used to rinse contacts. Final outcome: temporary harm/injury. A day later my eye is still red, swollen, and sore. More medicine to reduce or relieve the possible bad effects of the error. Hoping it heals on its own. When I felt the fire of a thousand suns concentrated into a million needle pricks in my eyeball. The bottle is the exact same size and shape as other products, such as saline. The flip top is the same design. Yes, it's red, but the amount of text on the warning band makes it blend in. Just say warning! I had just taken my contacts out of the case so I know the difference and still made this error. Googling brought a slew of similar complaints. It's shocking nothing has been done to fix this. Relevant material not provided. (B)(6).